Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, labeling, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of bleed back was inconclusive due to the sample condition and because clinical conditions could not be replicated. One 4fr s/l powerpicc solo was returned for investigation. The PICC was received without a cap on the solo connector. The PICC exhibited evidence of use. The tubing had been cut to length near the 30cm depth mark. The catheter tubing was kinked in four locations between the 19 and 21 cm depth marks. No damage or defects were observed on the solo valve. A functional test revealed that the catheter was patent to infusion and no leaks were observed in any part of the catheter. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters; however, it was reported that there was spontaneous backflow after placing the catheter. It is unknown if the blood reflux occurred due to complications with the placement procedure. It is unknown if the valve remained open after removing the stylet and relaxed to a closed position over time. Since the clinical conditions could not be replicated, the complaint was inconclusive. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The product IFU provides instructions for flushing and maintaining the catheter to keep the valve clean. Injection caps or end caps should be attached to the catheter hub and securely tightened. Injection caps should be changed every seven days or per agency policy, when the injection cap has been removed for any reason, or anytime the cap appears damaged, is leaking, or blood is seen in the catheter without explanation or blood residue is observed in the injection cap. A lot history review (lhr) of recx0242 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after insertion and repeated flushing the valve didn´t work. It was stated that there was spontaneous backflow even when the wire was remove and cath flush with saline. The catheter was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that after insertion and repeated flushing the valve didn´t work. It was stated that there was spontaneous backflow even when the wire was remove and catheter flush with saline. The catheter was removed.